Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 410mg/dl. The customer experienced symptoms of thirst and lethargic feelings. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test, and the test passed. No further information was provided.